Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va01pde, implanted: (B)(6) 2012, product type: lead. (B)(4).

Event description:
The consumer reported that they got the implant for retention issues but had been experiencing frequency issues. The patient¿s implant was on and he was tracking his symptoms per the physician¿s direction. The patient had an appointment on (B)(6) 2015. Additional information received on (B)(6) 2015 from the patient reported that they had a surgery on (B)(6) incision supra cubic catheter led to the frequency issues. It was noted that changing the level and also medications with no result as of yet in resolving the frequency issue. The indications for use include urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Interventions and patient outcome were not provided. Follow up was requested. If additional information is received, the event will be updated. A follow-up report will be sent if additional information becomes available.